Event description:
It was reported that during a ptca/stent procedure, two overlapping stents were deployed in the circumflex artery at 16 and 15 atms. Then, a third stent was deployed in the lad. No presence of thrombus was seen prior to deployment.the stents were easily positioned, and it was believed the stents were fully apposed to the coronary wall. The patient complained of chest pains while still on the procedure table. The left coronary artery was reangioed, and it was found that the circumflex artery was totally occluded at the location of the stent site. The stents were redilated and thrombus was seen present within the stents. The lad remained open. A reopro infusion was then started on the patient. No other informaiton was reported.